Event description:
It was reported that this implantable cardioverter-defibrillator (ICD) exhibited high out-of-range pacing impedance measurements on the right ventricular (rv) lead. It was reported that, over the last year, this lead has been exhibiting a gradual rise in the pacing impedances. It is suspected that calcification was the cause of the high pacing impedances. All the measurements besides the impedances were stable. Further evaluation was recommended. At this time, the patient has not been further evaluated and the plan is to continue monitoring until the next battery replacement timing. The ICD remains in service and there were no adverse patient effects reported.